Event description:
Two endeavor sprint rx drug eluting stents were implanted in the mid lcx. One of the stents was implanted overlapping to cover a dissection. The investigator has indicated the event was probably related to the study device and the study procedure. The patient recovered with treatment. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1, 1.5 and 2 year follow up.

Manufacturer narrative:
(B)(4). Evaluation, results: dissection.